Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was fully fired and engaged in interlock. Staple pushers were visible at the zero cut line. Six leftover formed staples were found on the cartridge and anvil. Damage to the cartridge face could be seen, consistent with firing the device over under-indicated tissue. The sled could be seen fully extended to the extreme distal end of the cartridge. Strike marks could be seen in the anvil pockets, indicating staples were present at the time of device firing. The reloads were loaded into a representative instrument. The interlocks were overridden and the reloads were cycled without hesitation or binding. Test media was cleanly transected. Functionally, the reload interlocks were tested and found to function properly. It was reported that the staples did not deploy from the stapler after the handle was squeezed. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condition: there was an application under indicated tissue. Visual inspection noted that the damage to the cartridge faces could be seen, consistent with firing the device over under-indicated tissue. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: always inspect the tissue thickness and select an appropriate staple size prior to application of the stapler. Overly thick or thin tissue may result in unacceptable staple formation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The incident device has been received and is under evaluation. When the device evaluation is complete a follow-up report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic video assisted thoracoscopic lobectomy procedure, when transecting the pulmonary artery, no staples deployed but tissue was transected by stapler. This resulted to blood loss of 500cc or more, unanticipated tissue loss and tissue damage. Blood transfusion was performed and the procedure was also converted to thoracotomy to stop the bleeding and complete the case. The incision was extended for more than one inch. The event led to patient's extended hospitalization.